Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the returned xenon lightsource was received in used condition. The depot technician could not duplicate any issues and the xenon lightsource passed all tests and checks. Evaluation did identify smoke residue on the wolf port on the turret as evidence of the turret smoking. It is very possible that some lint/dust had made its way inside of the port. When the light was turned on, the heat produced by the light coming out of the port can cause the lint/dust to ignite and in turn will smoke out of the port until all of the lint/dust is consumed. The xenon lightsource was put through it's normal 2 burn-in procedure and observed to make sure the unit was operating properly. The unit passed all test after burn-in procedure and operated without issues. Root cause analysis - the issue of the xenon lightsource smoking was most likely due to lint or dust inside the port igniting. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) unit began to pour out smoke and left blackened area on the headlight. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.